Event description:
Reporter alleged that inform base unit has melted connector pins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was reported that after placing the basket in the ureter and opening and closing the basket several times, the basket became stuck in the pt's ureter tissue. The pt was taken to the operating room to surgically remove the basket by opening the ureter and removing the basket.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.